Event description:
It was reported that on (B)(6) 2022, the sales representative was handing the nurse a 6mm conduit cage. When the box was opened, a size 7 was in the box. The outside of the box shows a 6mm and the graft, inside the box, was a 7mm. There was no surgical delay. Procedure was completed successfully. Patient outcome is uneventful and progressing as expected. This report involves one (1) eit cif cage, h 6mm, 8°, l. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient outcome is uneventful and progressing as expected.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: cui8060l. Lot: e20cl0603. Supplier: (B)(4) ¿ batch1: released on october 27, 2020 with no discrepancies. ¿ batch2: released on december 1, 2020 with no discrepancies. No nonconformance reports (ncrs) were generated during production. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. The photos of the device and its packaging were provided to the legal manufacturer eit for a manufacturing investigation. Visual analysis of the returned sample revealed that the cif ui h 6mm 8deg l (part# cui8060l, lot# e20cl0603) was returned with the outer packaging in the opened condition. The inner packaging was labelled and contained a cif ui h 7mm 8deg s (part# cui8070s, lot# e20cl0637). The tab on the inner packaging was partially in the opened condition. The dimensional inspection was performed after opening up the inner packaging by cq and the device met the specifications for the 7mm implant as the inner packaging label had described the implant. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the cif ui h 6mm 8deg l (part# cui8060l, lot# e20cl0603) as it was determined to have contained a different product enclosed. The root cause for this issue was attributed to a manufacturing related complaint. Relevant actions have been taken to address the issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed. The following drawings reflecting the current and manufactured revisions were reviewed: - cuixyyzz eit cif cages, hole. Dimensional inspection: measured dimensions: implant height: conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.